Manufacturer narrative:
The implanted device is currently being held by the hospital's pathology department. The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that the pt received a pump exchange due to suspected thrombus. According to the info provided to the manufacturer, the surgeon reportedly made a decision to only exchange the pump after ascertaining there were no issues with flows through the inflow conduit and outflow graft. The pump was exchanged with another lvad via a thoracotomy procedure and the pt remains on lvad support.